Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: during a visual inspection of the keypad, no physical damage was noted. All of the buttons on the keypad were responsive. The keypad cover was removed and no contamination was found on the button contacts. The complaint could not be duplicated. Unrelated to the original complaint, it was noted that there was a crack along the side of the battery compartment and the threads on the battery compartment were stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged a button keypad tactile changes/unresponsive issue.. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.